Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient used a purewick female external catheter when was in the hospital now their vagina area had white patches on it. Patient went to the dermatologist and they took a biopsy of the area it was negative it had been several months now and the area looked the same. Representative advised to see doctor.

Event description:
It was reported that the patient used a purewick female external catheter when was in the hospital now their vagina area had white patches on it. Patient went to the dermatologist and they took a biopsy of the area it was negative it had been several months now and the area looked the same. Representative advised to see doctor.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.